Manufacturer narrative:
No conclusion can be drawn as repair information is not available.

Event description:
The customer reported that the system would not display a live image. There is no report of patient injury or death.